Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss; therefore, a surgical procedure was performed to removed and replace all the components. No additional information was provided.